Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: pt implanted on an unk date with plate and screws had x-rays on (B)(6) 2012 that showed five screws loose. Medical surgical intervention was needed on an unk date. It is known what the pt was revised to. This is 2 of 6 reports for this event.

Manufacturer narrative:
MFR date: august 2011. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system. Possible part/lot numbers for screws: 1x404.845/2766791, 1x404.830/2782088, 1x413.045/2784500, 1x413.040/2650854, 3x413.040/2767187, 1x413.035/2780945, 1x413.026/2651306, 1x413.026/2681691, 1x413.022/2716622. PMA/510k numbers for possible part numbers: k112583: 404.845: k000684: 413.040, 413.026, 413.022: k011815: 413.035: preamend: 404.830. Mfg dates for possible lots: sept 2010: 413.040/2650854: october 2010: 413.026/2651306: december 2010: 413.026/2681691: august 2011: 404.845/2766791: sept 2011: 404.830/2782008, 413.045/2784500413.035/2780945: april 2011: 413.022/2716622.